Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced persistent hyperglycemia while using the ilet with a teflon 23-inch inset; after an initial supply change failed to correct elevated glucose, the user removed the infusion set and observed a bent cannula, then completed a site and tubing change with a different infusion set per request. Symptoms included high blood glucose values reported up to 410 mg/dl by fingerstick with pump indicating high glucose. Outcomes included user-performed troubleshooting, continued monitoring, and no medical intervention or hospitalization. Investigation included agent-guided troubleshooting and user-reported inspection of the removed infusion set. Investigation of this case revealed a bent cannula at the infusion site and unresolved hyperglycemia prior to successful site change. It was concluded that hyperglycemia occurred with a bent cannula, and the cause of the event remained unclear after the site change restored proper setup. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.